Event description:
Device was explanted.

Event description:
Patient's relative reported right side "capsular contracture, grade IV".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Patient's relative reported right side "capsular contracture," "nodules," and "implants were part of the allergan¿ recall." Device remains implanted. Patient¿s relative reported "periprosthetic fluid" around implant device.